Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("anxiety") and abdominal distension ("bloated"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the menorrhagia, anxiety and abdominal distension had not resolved. The reporter considered abdominal distension, anxiety and menorrhagia to be related to essure. The reporter commented: patient reported that there is possibility of still fragments. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: case become incident, previously reported event injury was deleted, newly added newts- anxiety, bloating, menorrhagia, reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.